Manufacturer narrative:
The device was evaluated by the returns department who found the compressor to be noisy.

Event description:
Dealer is stating that the compressor bearings were gone, sieve beds is cracked at the top, and power switch has no audible alarm. The pilot valve is not switching.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the compressor bearings were gone, sieve beds is cracked at the top, and power switch has no audible alarm. The pilot valve is not switching.